Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of three devices. Visual inspection noted that the first reload was pre-fired and engaged in interlock with the jaws open. Visual inspection of the cartridge revealed that the second reload had a full staple complement. The third reload was received fully fired. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic anterior rectal transection, the surgeon tried staple using three handles and different reload but the devices did not fire. No reinforcement material was used. Surgical time was extended by 30 minutes or more. Another handle and reload was opened to resolve the issue. No other patient adverse events were reported. The patient is alive with no injury.